Event description:
It was reported a patient presented with bradycardia due to loss of r-wave sensing and loss of capture on the right ventricular (rv) lead. Low pacing impedance was also noted. The lead was capped and replaced in a procedure on (B)(6) 2023, where an insulation breach was discovered. Post-procedure the patient was stable.